Event description:
Patient with hemiplegia and respiratory failure had blue rhino bedside tracheotomy in 2008. The tube -actual cannula airway- separated from the wafer causing it to be free-floating. Replaced on two days later.